Event description:
The customer reported 12-lead ECG signal loss (only displays lead ii) which, if used for 12-lead diagnosis, could delay diagnosis or treatment. There was no report of pt impact.

Manufacturer narrative:
(B)(4): the customer reported 12-lead ECG signal loss (only displays lead ii) which, if used for 12-lead diagnosis, could delay diagnosis or treatment. There was no report of pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.